Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds and micro dislodgement, confirmed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.